Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no flow. Verbatim: consumer reported when priming, no insulin flows stated, at least a dozen pen needles have been affected stated, there were more boxes affected but could not provide lot numbers lot: 2194950. Catalog: 320555. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2194950, d.4. Medical device expiration date: 31-jul-2027, h.4. Device manufacture date: 13-jul-2022. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle had no flow. Verbatim: consumer reported when priming, no insulin flows stated, at least a dozen pen needles have been affected stated, there were more boxes affected but could not provide lot numbers lot: 2194950, catalog: 320555, date of event: unknown, samples: yes cl.